Manufacturer narrative:
An investigation of damaged ostase qc vials was conducted at beckman coulter (B)(4). The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100 % inspection is conducted when the vial labeling process is performed.

Event description:
Beckman coulter (B)(4) reported receiving one damaged ostase qc vial which caused the contents to leak. There was no report of affect to patients or end users in connection with this event.